Event description:
It was reported that the user experienced an extended low blood glucose after administering three meal announcements while running high, resulting in approximately 30 units of insulin delivered by the ilet system; the high glucose reportedly followed a recent supply change, and the user asserted the pump was incapable of correcting the high glucose of 401 mg/dl while declining troubleshooting. Symptoms included low glucose of 53 mg/dl and high glucose. Outcomes included use of oral glucose for treatment. Investigation included agent review of system reports and provision of troubleshooting and education regarding management of highs and appropriate use of meal announcements. Investigation of this case revealed user technique concerns, including use of meal announcements as corrections and a probable supply change error, consistent with use error and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that user technique was the likely cause.